Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed the self test as well as the displacement test. During download history review, pump error 53 and 63 were recorded on 08/03/2025 16:20:30.000 and on 17:57:27.000 with file ID: 32 as well as line #ID: 266, the error was caused due to a hardware error. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly, causing the hardware error. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, and cracked battery tube. Pump error 63 and 53 alarms were confirmed in the download history files due to a corroded electronic assembly, isolated to the electronic assembly. The customer's concern about a keypad's intermittent button response was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, keypad anomaly, pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. Did not receive a request to rewind pump. The buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.